Manufacturer narrative:
Pump received with a constant flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump flashing white light on the display. During visual inspection, electronics stack and motor had moisture damage. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump fell on stairs and the screen was cracked. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.